Manufacturer narrative:
This event was discovered during a routine product maintenance visit by an olympus fse. The full device evaluation has not yet been provided from the field representative. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
During routine product maintenance, an olympus field service engineer (fse) discovered that the visera elite video system center was producing color bars on the display. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the failure of the patient board has been confirmed. It was determined that the image function did not operate as normal due to a failure of the patient board, causing the phenomenon, ¿unable to recognize the camera head¿, to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.